Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device is not ratcheting and the carrier is not going all the way through the mesher. It is unknown if there was patient impact or delay. Due diligence is in process and there is no additional information available.